Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues including high blood glucose events sensor failure, and site complications. The customer reported high blood glucose values of 369 mg/dl for over four hours, attributed to a crimped cannula in the abdomen. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-332a, mmt-397a and mmt-7040a. Troubleshooting was performed for hyperglycemia, and the hyperglycemic event was treated with insulin pump. The customer has type 1 diabetes and was using the minimed 780g system. The sensor did not work, and blood was observed at the site (upper arm) and on the transmitter connector pins. The customer reported bleeding at the insertion site but did not require medical treatment. The transmitter failed the test procedure, and damage to the connector pins/bridge was noted. The customer was advised to discontinue use of the transmitter, which will be replaced. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-1884l, mmt-332a, and mmt-7040a. Mmt-397a is expected to return.

Manufacturer narrative:
Based on a medical safety review, including clinical expertise, carelink data, and returned transmitter analysis concluded that the pump and transmitter were unlikely related to the hyperglycemia. Although contamination was found in the transmitter, no connector damage was confirmed. Insulin delivery remained functional without the sensor, and sensor alerts operated as designed, making them unrelated to the event. Carelink data showed multiple sensor alerts, pump rewinds, and manual bg entries on the event day. Initial hyperglycemia was recorded following an infusion set change, but glucose levels improved after a second infusion set change. Insulin delivery continued normally, and smartguard corrections were used. Analysis concluded that the hyperglycemia was most likely due to a bent cannula, while the pump and transmitter functioned as expected and were unlikely related. Transitter unit received and placed unit under microscope and found contamination (foreign material) damage inside the female connector, and at the connector pins, no physical damage was found on the connector cow bridge, or the connector pins. See attachment files for details. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly unexpected alert/alarm could not be confirmed. For the customer complaint of connector bridge damage is not confirmed. Because the transmitter was already opened or used when we received it for testing, it is impossible to determine when or how the contamination damage happened. Product labeling and risk management files were reviewed, and the primary harms and their severity are adequately documented. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.